Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the fiber cracked, and the physician singed his hand. The fiber was blown and had to be replaced to complete the procedure. There were no patient complications and it is unknown if the physician received any treatment.

Manufacturer narrative:
The device was not available for analysis. Therefore, no physical analysis of the product could be performed. The reported device performed allegation cannot be confirmed. The patient symptom is a known risk associate with the device type, and it is noted as such in the instructions for use.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the physician blown the fiber and singed his hand, the fiber cracked. The procedure was completed using another fiber. There were no patient complications. It was unknown if the physician received treatment due to the signed.